Event description:
It was reported that during a lap gastric sleeve procedure, the surgeon went to activate for the first firing; device would not deliver energy. Reactivate, two switch activations detected. Troubleshooted issue (switched to hand activation only) but issue persisted. A second device was opened and operated just fine throughout case. There were no patient consequences. One device will be returned.

Manufacturer narrative:
(B)(4). The instrument was received with the energy button detached and returned with the instrument. The button was reattached to the instrument and tested with the generator. The instrument was recognized by the generator but during functional testing, the instrument did not activate with the generator. It was disassembled and it was noted that the activation wire was cut. The damaged wire kept the instrument from working with the generator. Our manufacturing process verifies the presence and functionality of the instrument prior to shipping. No conclusion could be reached as to how the button detached from the instrument.